Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead dislodged three times in the rv and the helix would "pop" out during deployment. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.